Event description:
Medtronic minimed quick-sets insulin infusion sets, ref: (B)(4), lot: 2204620. I have had 3 of them separate while in use. Two completely pulled apart, so that I was not receiving the insulin I was supposed to be getting, and one just had the outer layer of tubing separate. The first and the last ones, the two that completely separated, caused my blood glucose readings to be over 400, and diabetic ketoacidosis - a life-threatening condition - was starting.